Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection revealed the connector pin was pulled out of the connector assembly and the outer coating of the guidewire was bunched with the inner coil at the distal end of the connector pin. The cause of the reported event was isolated to bunching of the outer coating and inner coil. The cause of the reported event of connector pin separation was isolated to excessive forces during implant procedure.

Event description:
During the implant procedure, while positioning the left ventricular (lv) lead it was noted that the lead could not be inserted fully into the device header as the connection was loose. The lead was exchanged and replaced but the same thing happened with the second lead. The patient was stable with no adverse consequences. Related manufacturer report number: 2017865-2018-04789.